Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump was beeping and there was an open book image on the screen. The customer¿s blood glucose was unknown at the time of incident. Customer stated the scratch was on the liquid crystal display screen. Customer stated that there was no other insulin pump error before the open book image was displayed on the screen. Customer stated they can read the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with minor scratched lcd window. The p-cap locks properly into place.